Manufacturer narrative:
Product is expected to be returned but has not yet been received.

Event description:
It was reported the tip of the pedicle probe broke in the patient. The surgeon was unable to retrieve it and it remains in the sacrum.